Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis (dka) resulting in an admission to the hospital. Multiple supply changes were made to address the high bg; however, the customer's bg remained high. At the hospital, the customer's high bg was treated with insulin administered through a manual injection. No additional details on medical treatment or discharge were provided or available. A pump reset was performed on the pump and settings on the pump were adjusted to accommodate the customer's high bg. The customer reverted to insulin pens as a form of insulin therapy the day after being hospitalized.